Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a large scratch across the screen and she could not able to read the numbers. The customer's blood glucose value was 238 mg/dl. The customer stated that the insulin pump was dropped. The customer reported damage to insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin will not be returned for analysis.